Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined instructions from tandem technical support to remove their site, but reported they would continue to monitor their pump¿s performance. Customer cleared the occlusion alarm. Customer reported blood glucose level ranged from 235-266 mg/dl.